Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment when the problem occurred. The procedure was completed successfully after restarting the system. A philips remote service engineer (rse) inspected the system remotely and found that it was unable to produce x-rays. During troubleshooting, the rse identified severe environmental issues at the site, specifically high humidity and elevated temperature levels. Although the immediate issue was resolved, inadequate air conditioning continued to cause recurring problems, particularly affecting the frontal stand movements. The rse verified that the exam room had a humidity level of 70%, and the technical room temperature was 23.8°c. The customer was again advised to correct the air conditioning to meet philips specifications. The rse then performed an arc sensor calibration with the customer, during which sensor 07 was found to be activated. The customer was instructed to clean and dry the cover of the x-ray tube where sensor 07 is located. After cleaning, a new calibration was performed, followed by movement tests, and the system resumed normal operation. The system was then returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system by restarting the system. If a system unable to produce x-rays issue occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the system, which is unable to produce x-rays, is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on a re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.